Event description:
Sales rep advised that the device delaminated along the edge on one side during implantation. The surgeon tacked the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods released criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.